Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. Customer failed to properly cycle cartridge no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using lyumjev insulin with the pump and that the customer failed to properly cycling the cartridge. Tandem customer technical support informed customer that lyumjev insulin is off-label per the user guide and to ensure they are cycling the cartridge. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.